Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was placed on 4/1/97 in site #19 (class I bone) during a complex procedure due to tight placement. The clinician reports that the reason for implant failure may be due to the fact that the pt was still orthodontically involved. The implant was removed on 6/5/97.